Manufacturer narrative:
Patient information was requested but has not been provided. A medtronic representative went to the site to test the equipment. The rep verified that there was no communication from the mobile view station (mvs) to the image acquisition system (ias). During the evaluation, the rep found that the lemo connector on the umbilical cable had a couple of broken wires. The rep replaced the umbilical cable and the unit booted fully. The imaging system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to the manufacturer and is currently under analysis.

Event description:
A site representative reported that during a spine procedure, the site could not take a 3d spin, their 2d images were poor quality, and they were receiving a "frame rate error" on the imaging system. They rebooted the system and reseated the umbilical cable, but the issue persisted. They discontinued use of the imaging system and continued the procedure without navigation. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
The hardware investigation of the returned mvs interface cable found that the reported event was related to an electrical issue. The cable failed bench level testing. Continuity test passed. The 100t test passed. The gbit test did not pass, showed opens between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-nt900. The reported event was confirmed.

Manufacturer narrative:
(B)(6).